Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high shock impedances. Noise on the right ventricular (rv) and shock channels was also noted. Technical services (ts) discussed several troubleshooting options. No adverse patient effects were reported.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, it was noted that when the lead was tested with a programmer and the pacing system analyzer (psa), the lead functionality was noted to be good. Thus, the patient's device was replaced and the lead remains implanted.